Event description:
Meter name: one touch ii, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: unk, a pt reported they passed out, paramedics had to be called and was seen in ER. Their meter allegedly would only prompt clean test area. The result on their meter was unable to test. The result on the ER meter was result unk. No comparison performed. Treatment was unk. No further info has been reported.